Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Blood glucose (bg) was over 600 mg/dl which was addressed with a manual injection. During troubleshooting for the current occlusion, a test bolus was delivered and insulin was observed dripping out of the infusion set tubing as expected. Reportedly, the customer declined to remove the site.